Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The failure was confirmed per logs but could not be reproduced. The instrument was tested on an in-house system in normal mode where it passed. The following test instruments were recognized: large needle driver, fenestrated bipolar forceps, sureform 60, stapler 45, and 0-degree camera. The unit was also tested on psc fixture test platform (pftp) where all subsequent tests passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 would not recognize instruments. Issue identified during procedure; ports placed. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error and verified an informational error 31009 in the logs. The tse asked to change the instrument, but the problem was always the same. The same instrument in the other usms worked. To continue with the surgery the customer changed the patient side cart (psc). The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.